Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Using the product after the expiration date appears to be user related. It should be noted that the absolute pro instruction for use, states: note, the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint was due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an expired absolute pro stent was implanted in the left iliac artery. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.